Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. It should be noted that the mitraclip instructions for use (el2123342, revision a) warns under "establish final arm angle" that " do not turn the arm positioner more than 1 turn in the ¿open¿ direction from neutral. Failure to stop turning the arm positioner at 1 turn in the ¿open¿ direction past neutral may result in clip opening or device damage which could cause the clip to become non-functional and lead to embolization and / or conversion to surgical intervention." It further states, ¿turn the arm positioner to neutral¿. Further continue to state that ¿confirm that the arm positioner is neutral and that the two ends of the gripper line have been unwrapped from under the cap and are not twisted or knotted. Remove the release pin from the dc handle.¿ and ¿turn the arm positioner in the ¿open¿ direction until the release pin groove is fully exposed.¿ all available information was investigated and the reported difficult/delayed activation (difficult to deploy) was a result of the user error of not turning the arm positioner in neutral, as this likely resulted in increased tension on the device such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report delayed activation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. One ntr clip delivery system (cds) was deployed; however, upon deployment, the mandrel would not release. It was noted that during deployment, the arm positioner was turned until it was tight. Troubleshooting was performed and the clip was able to be deployed. The mr was reduced to a grade of less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.